Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found that sensor was broken. The broken part of the sensor was missing and it was unable to confirm if customer received the sensor damage due to customer returning the opened and used sensor.

Event description:
Customer reported via phone call bent sensor cannula. Customer advised when they changed their sensor and connected to the transmitter it did not flash. Troubleshooting for the transmitter not blinking when connected to the sensor was performed. Customer stated that their cannula was bent as it was pulled out. Customer was advised that the sensor would be replaced and agreed to send their product back for further analysis.